Event description:
On (B)(6) 2012, the patient claimed her blood glucose remain in the 400-500's mg/dl since friday. Reportedly, regardless of whether is taking insulin via syringe or the subject pump, her blood glucose has not resided to normal level. The patient is on her menstrual cycle which started today and usually causes her blood glucose to go up. During her menstrual cycle, she uses a temporary basal insulin regimen to correct her blood glucose. She used an increase of 200% on her temporary basal rate which lowered her blood glucose to 124 mg/dl. After she stopped using the temporary basal dosage, her blood glucose elevated to the 300's mg/dl. At the time of concern, she did not have any ketones but had symptoms of headache and feeling irritable. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. The patient was advised to work with her hcp to determined how to manage his diabetes. This complaint is being reported because the patient had elevated blood glucose of 400-500s mg/dl while she was on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.